Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a japanese patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had a cp support of 9 days when the patient expired due to underlying condition. The complainant noted a guidewire damage that was observed prior to the pump usage. Inserted independently. 0.018 wire broke the tip or coil but was fixed by using a second one. There was no harm or injury noted as the product was replaced and not used for the deployment of the impella pump. Fatal arrhythmia occurred during impella management, and ECMO was added. After that, patient died without recovering. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.